Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an innovin laboratory method. On (B)(6) 2022 at 7:30 a.m. The patient had a lab result of 2.7 inr while at 7:45 a.m. The meter result was 3.6 inr. The patient's finger was squeezed for blood sample collection. The patient's therapeutic range was not provided.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger." Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.